Manufacturer narrative:
No product was returned for evaluation. The report of pump stoppage events was confirmed based on the evaluation of the submitted system controller log file. The log file captured low speed hazards and four pump stop events while the lvad system was supported by the patient cable and power module. Based on our complaint history and similarly reported events, the events captured in the submitted log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a root cause for the events could not be determined without an evaluation of the device. The patient remains ongoing on vad support using the ungrounded patient cable. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 2 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that pump stoppage events were observed during system controller history interrogation. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed 2 pump stoppage events. The x-ray images submitted were unremarkable. On (B)(6) 2017, the manufacturer¿s technical services representatives were unable to reproduce pump stoppage on a grounded power module patient cable. The patient was provided an ungrounded power module patient cable, and no other alarms were observed. There was no adverse patient impact reported for this event. No additional information was provided.